Manufacturer narrative:
The device has been received and the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during on-going use, the right ventricle (rv) lead had dislodged and was showing high threshold values. An observation was made that the lead was not suitable for the shape of the vessel. The physician implanted a lead of a different model (spiral s electrode). Measurements were stable and the electrode was the right fit. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection of the lead was performed, and noted body fluid/blood in the lumen. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the reported allegation of the dislodgment or high threshold issue, as there were no abnormalities detected.

Event description:
It was reported during on-going use, the right ventricle (rv) lead had dislodged and was showing high threshold values. An observation was made that the lead was not suitable for the shape of the vessel. The physician implanted a lead of a different model (spiral s electrode). Measurements were stable and the electrode was the right fit. No adverse effects were reported. Additional information: this report has been updated to include final analysis results.